Event description:
It was reported that the battery voltage, 2.59 v, had decreased from previous year value of 2.85v. The patient is pacing dependent. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.93v. The device is part of the advisory for this model.